Event description:
Event was reported to caldera medical by an attorney. The patient has experienced urinary incontinence, burning during urination, and urinary tract infection. No further information has been provided.